Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; transfemoral filter eversion technique following unsuccessful retrieval of option inferior vena cava filters: a single center experience. Raghuram posham, md, mpa, aaron m. Fischman, md, francis s. Nowakowski, md, vivian l. Bishay, md, derek m. Biederman, md, jaskirat s. Virk, md, edward kim, md, rahul s. Patel, md, and robert a. Lookstein, md. Http://dx.doi.org/10.1016/j.jvir.2017.02. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in the patient for the transfemoral retrieval of inferior vena cava filters. The following adverse events were observed; fracturing of another device while attempting to remove it from the patient through the sheath, buckling of the sheath tip, thrombosis and occlusion of the right common femoral vein with leg pain and swelling and common femoral vein laceration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.